Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported aligners have caused so much damage to their face, sinuses and tongue. The aligners have caused their entire mouth to change shape. They have caused congestion for 3 months, jaw pain and difficulty speaking. They have been to doctors for help with no relief. They are to see an ent to resolve the issues. Provided fit tips to try, requested additional information on discomfort and tongue issue and lor from the ent.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.